Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found; the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch ping meter was reading inaccurately high as compared to a lab device. The complaint was classified based on the customer service representative's (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2012, between 9:30pm-10pm. The patient reported a blood glucose value of "10.6mmol/l" on the subject meter and "8.0mmol/l" on a laboratory device, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient reportedly manages her diabetes with insulin through pump therapy and did not make any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms and stated her doctor recommended her to change her bolus/basal dosage of insulin on the same date/time no other device was used for testing. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient did not develop any symptoms, and she did not receive any treatment for an acute complication of diabetes. However, this complaint is being reported since the subject meter did not meet lfs's accuracy claim.